Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead, the lead was connected to the analyzer before deploying the helix and there were no electrical signals seen on the analyzer from tip-ring and in unipolar. It was also reported that the lead was retested with different cables/programmer and with no success. It was further reported that another lead was tested which showed rv signal. Therefore, the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead, the lead was connected to the analyzer before deploying the helix and there were no electrical signals seen on the analyzer from tip-ring and in unipolar. It was also reported that the lead was retested with different cables/programmer and with no success. It was further reported that another lead was tested which showed rv signal. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.